Manufacturer narrative:
The reported event is confirmed, cause unknown. A photo sample was submitted which shows the coated wire exposed. The physical sample was also returned in the opened original packaging. An evaluation was completed by (B)(6) of memory corporation on (B)(6)2022. No significant observations were noted aside from the coated wire being exposed outside the introducer. A review inspection records was performed by the supplier and no issues or internal ncr were found that could have caused or contributed to the reported event. A potential root cause for this event could be, "inappropriate package design". As no patient involvement was reported the device was not used, however, it is intended for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." Correction: d,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the tip of the super slippery guide wire was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the super slippery guide wire was damaged.